Manufacturer narrative:
End user stated that the provider was able to fix the machine over the phone, and now the machine is working fine. Should additional information become available, a supplemental record will be file.

Event description:
End user is stating that a lady came out yesterday and changed the filters, and now the unit is alarming, with no lights.